Event description:
It was reported that the patient experienced low blood glucose while at school, and subsequent review with a trainer determined the school nurse had been entering meal announcements larger than the actual meals, which likely led to excess insulin delivery and hypoglycemia; education on correct meal announcements was provided to the guardian and school nurse. Symptoms included sleepiness and abdominal discomfort. Outcomes included self-treatment without medical intervention, with recovery after oral carbohydrates. Investigation included complaint handling and user education. Investigation of this case revealed incorrect meal entry by the caregiver as the probable cause of the low glucose event. It was concluded that user error related to meal announcement contributed to hypoglycemia, and education was provided to mitigate recurrence.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.